Event description:
The esophageal ii wallstent was implanted in an 87 yr old pt suffering from stage 4 esophageal cancer. As the stent was deployed, it pressed against the pt's trachea, cutting off her air supply. The pt expired after procedure. She had a living will and was not to be revived.